Manufacturer narrative:
It was reported that the monitor charger and monitor itself was burnt and damaged. The devices returned for investigation. A CAPA has been initiated for mcot usb-a/ usb-c cables overheating failures. Although unit,c6m,a10e,u (B)(6), 02-01894 UDI: (B)(4), was named in the allegation it has been identified that the charging cord is the source of this failure.

Event description:
The patient's daughter reported that monitor charger was burnt and damaged as well as the monitor itself. There were no reported injuries. The device was requested to be returned.